Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure with stone retrieval. During the procedure, the device broke at the point on the catheter just beneath the radiopaque marker. The piece that broke off included the radiopaque marker. The physician had trouble getting the balloon catheter into the common bile duct because of a stone at the entrance of the duct. After several attempts to push the catheter into the duct, the catheter was withdrawn and a second balloon was used to sweep the bile duct. When sweeping the duct with the second balloon, a second radiopaque marker was observed in the bile duct. The nurse examined the initial catheter. The tip had broken off the catheter along with the balloon section and the radiopaque marker. The physician attempted to retrieve the broken tip from the duct by sweeping the duct with the second balloon but was unsuccessful. The stone was extracted but the tip of the balloon catheter could not be retrieved. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay. The physician is concerned about leaving a foreign body (part of the device) in the pt's biliary anatomy, but was unable to retrieve it. The physician will follow up with the pt.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.